Event description:
The customer reported a precharger voltage error. This error message will result in a no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.